Manufacturer narrative:
The device remains in service at this time. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited right ventricular (rv) amplitude out of range, rv pace impedance measurements of less than 200 ohms and shock impedance measurements of greater than 200 ohms. Technical services (ts) reviewed the measurements the following day and all were within normal range. It was noted that the patient had undergone a ventricular tachycardia ablation during the timeframe of the out of range measurements. Ts discussed to continue to monitor. The device remains in service. No adverse patient effects were reported.